Event description:
An initial report of hospitalization was received by united therapeutics drug safety on 22-jan-2024 and forwarded to millyard advanced medical products, llc on 23-jan-2024. The patient reported that she went to the ER due to her pump not working and having issue with her line and catheter. The patient later reported that she spent the day in the ER. No troubleshooting was reported, and the status of her backup pump is unknown. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.